Event description:
Reporter indicated that the (B)(6) handheld experienced battery failure in the operating room. (B)(6) handheld was replaced. Attempts for further information are in progress.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of a basal bolus infusor ruptured during filling. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a reservoir rupture. This device is a single use device and was discarded. The root cause is currently being investigated under CAPA # (B)(4). Inadvertently omitted health professional in initial report.